Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2014 and was implanted with an lfit anatomic cocr v40 femoral head and an accolade ii hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion & corrosion level involving a metal head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty on (B)(6) 2014, a second procedure on (B)(6) 2014 for evacuation of the hematoma and debridement, and a revision on (B)(6) 2024 due to trunnion corrosion and elevated metal ion levels. I was able to review the operation reports for all procedures. Root cause analysis: the root cause of these events cannot be determined with certainty. The root cause of hematoma formation is multifactorial including inadequate closure, inadequate hemostasis, possible trauma, and possible bleeding disorder of the patient. The root causes of trunnion corrosion and elevated metal ion levels are also multifactorial including surgical technique especially in the way the trunnion and femoral head is prepared prior to insertion. No mention was made of any particular preparation in this case. Patient activity level, lifestyle and bmi can also be a factor as well as implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to abnormal ion level. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty on (B)(6) 2014, a second procedure on (B)(6) 2014 for evacuation of the hematoma and debridement, and a revision on (B)(6) 2024 due to trunnion corrosion and elevated metal ion levels. I was able to review the operation reports for all procedures. Root cause analysis: the root cause of these events cannot be determined with certainty. The root cause of hematoma formation is multifactorial including inadequate closure, inadequate hemostasis, possible trauma, and possible bleeding disorder of the patient. The root causes of trunnion corrosion and elevated metal ion levels are also multifactorial including surgical technique especially in the way the trunnion and femoral head is prepared prior to insertion. No mention was made of any particular preparation in this case. Patient activity level, lifestyle and bmi can also be a factor as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2014, and was implanted with an lfit anatomic cocr v40 femoral head and an accolade ii hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.